Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction or determine if device behavior could have contributed to the reported high blood glucose (hyperglycemia) and heart attack, and subsequent hospitalization. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported blood glucose levels were greater than 13.8 mmol (248 mg/dl), suffered a heart attack and was hospitalized for 5 days. The actual cause of the hyperglycemia and heart attack is unknown and no product malfunction is mentioned. The patient was treated by infusion with nacl and insulin. The pod will not be returned as it was lost.